Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered appropriate shocks to this patient for a ventricular arrhythmia. The first shocks were delivered in initial polarity but did not convert the arrhythmia. The final shock was delivered in reversed polarity and did not completely convert the arrhythmia; however, it slowed it down. It was noted that the final shock showed a shock impedance measurement of greater than 125 ohms with this device and a non-boston scientific right ventricular (rv) lead. The health care professional (hcp) noted the physician was planning medication changes for this patient and they would discuss further with the patient's cardiologist. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered appropriate shocks to this patient for a ventricular arrhythmia. The first shocks were delivered in initial polarity but did not convert the arrhythmia. The final shock was delivered in reversed polarity and did not completely convert the arrhythmia; however, it slowed it down. It was noted that the final shock showed a shock impedance measurement of greater than 125 ohms with this device and a non-boston scientific right ventricular (rv) lead. The health care professional (hcp) noted the physician was planning medication changes for this patient and they would discuss further with the patient's cardiologist. No adverse patient effects were reported. The device remains in service. Additional information indicates that during a retrospective review of device data, it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out-of-range shock impedance measurements greater than 145 ohms. No other information was provided. No adverse patient effects were reported.